Event description:
It was reported that when slitting the outer cps catheter, the slitter stuck, pushed the catheter forward and dissected the vein. As a result, blood flowed into the pericardium. A pericardial puncture was performed immediately. The patient was in a critical hemodynamic situation after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the blade of the slitter was damaged. Functional testing revealed normal slitter characteristics.